Event description:
It was reported that a basal/bolus infusor would not prime. This occurred after filling, but before patient use. The reporter stated that a nurse attempted to force prime the device, but it still would not prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. One used unit was received containing no fluid in the reservoir. Visual inspection of the unit showed no signs of blockage or occlusion that could have caused the reported condition. A functional test was subsequently performed by refilling the reservoir with water. After fill, evidence of flow was visually observed at the distal lures. Flow continued without stopping. No signs of a flow problem were observed from the unit during the functional test. The reported condition was not confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured july 2, 2013 - july 3, 2013. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.